Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device did not recognize the open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be upper latch switch not function properly due to being broken. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize the door open. No additional information is available.